Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the lead got distorted. The lead was not used. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of helix damaged was not confirmed. As received a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination did not find any anomalies.